Event description:
Healthcare professional reported injecting a patient in the lips with juvéderm volbella® xc. Patient later experienced "swelling and late onset nodules" in the lips. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a3a, a6, b3, b5, c1, c3, d4, h4, h6, h8. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, the healthcare professional reported injecting the patient with 1 ml juvéderm volbella® xc. The event began 3 months later. The event resolved the next day, as the patient was travelling back home.